Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: anvil. Lot #: l4ew02; batch #: l53e1p; manufactured date: 06/30/2014; product exp. Date: 05/30/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device. Batch #: l53f5t; manufactured date: 07/02/2014; product exp. Date: 06/02/2019. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the cdh33a anvil arrived with the anvil spline bent. No functional test was performed due the condition of the anvil. While no conclusion could be reached as to how the anvil became bent, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sigma procedure, the instrument head assembly could not be connected with the instrument. The anvil shaft could not be slid over the device. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.